Event description:
I experienced a severe rash with skin loss from use of 3m nexcare bandages. The rash covered several square inches of my arm around the area where the bandage adhesive had been touching my skin. I subsequently lost several layers of skin in that area. The bandage rash was similar to a chemical burn. The bandage rash covered an area at about 20 times the size of the three one inch long separate lacerations that I was bandaging. The bandage rash appeared on about (B)(6) 2018. And as of (B)(6) 2018, the bandage rash has still not completely healed. The adverse reaction of bandage rash was reported to 3m nexcare in (B)(6) 2018. And, sample bandages were mailed to 3m nexcare on about (B)(6) 2018.

Event description:
Add'l info received from reporter on august 25, 2018. F/u report access number: mw5078929. I have numerous photos of bandage rash. But, I'm not sure how to submit the photos to FDA. The bandage rash lasted 3 weeks. 3m, the MFR, did not take the problem seriously. In fact, they claimed that I was the only person who had reported bandage rash associated with those particular bandages. And, they just blew me off.

Event description:
I experienced a severe rash with skin loss from use of 3m nexcare bandages. The rash covered several square inches of my arm around the area where the bandage adhesive had been touching my skin. I subsequently lost several layers of skin in that area. The bandage rash was similar to a chemical burn. The bandage rash covered an area at about 20 times the size of the three one inch long separate lacerations that I was bandaging. The bandage rash appeared on about (B)(6) 2018. And as of (B)(6) 2018, the bandage rash has still not completely healed. The adverse reaction of bandage rash was reported to 3m nexcare in (B)(6) 2018. And, sample bandages were mailed to 3m nexcare on about (B)(6) 2018.